Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump passed self-test, displacement test, a21 test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error several times. Customer's blood glucose at time of incident was 90 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did to report motor position encoder error alarm. Customer was able to rewind pump completely. Customer reviewed alarm history and found 2 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.